Event description:
Foreign body from device used in laparoscopic gallbladder procedure found in abdomen when returned to surgery to repair bile leak. Device was incidental finding on return to surgery. Device found was component of 10mm retrieval pouch. Possible breakage or cut; uncertain how retained.